Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low-voltage pacing lead and the left ventricular (lv) lead exhibited high threshold values. The leads were explanted during a revision procedure and it was noted that due to the patient's vessel tortuosity, the physician chose to change the lv implant location to the left side. The physician then inspected the balloon catheter prior to use, and once it was inflated, the balloon burst. The balloon catheter was not used on patient. The low-voltage pacing lead and the lv lead were then replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.